Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that cannula kinks or dislodges which interrupted insulin delivery. No further information available.